Event description:
Overdelivery reported. A home health nurse reportedly programmed the pump in the intermittent mode to infuse nafcillin 2g over one hour every 4 hours, container size 250ml, with a 0.2 ml keep open infusion between doses. The pt reported that the entire 250 ml completed within 1/2 to 1 hour. The pt did not experience any adverse effects.

Manufacturer narrative:
A review of the pump's history on 11/8/1997 indicated the pump was programmed in the intermittent mode. The dose was 250ml to be infused over 1 hour and repeated every 8 hours. The pump was placed in the run mode at 1:01 p.m. And stopped at 1:48 p.m. An infusion test programmed for 20.8ml to be infused over 1 hour and repeated every 4 hours ran within system accuracy specifications. We expected 235.4ml and measured 231.7ml. The percent error was -1.49%. The pump passed the servo calibration test. The pump failed the diagnostic optic test, the air reading was out of specifications. This is not related to the reported event.